Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated when opening the kit, the surestep intermittent catheter popped out and sits on top of the 3rd flap prior to opening the whole way and or placing on sterile gloves, which could very easily contaminate the catheter prior to placement.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned two-photo sample and one video sample noted one opened (with original packaging), pedints06 surestep intermittent catheter tray. Visual inspection of the sample noted the catheter tip outside the sterile drape of the package. The instructions-for-use and labelling were reviewed and found to be adequate. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated when opening the kit, the ssint catheter popped out and sits on top of the 3rd flap prior to opening the whole way and or placing on sterile gloves, which could very easily contaminate the catheter prior to placement.